Event description:
The break of the trident window trial resulted in a fracture to the acetabulum which required impaction grafting and screws in cup. Used a trident hemispherical cluster cup with a couple of screws, he would usually use a trident hemispherical solid back.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.